Event description:
It was reported that a smiths medical pump exhibited an error code after delivering approximately 30-40ml of infusion of chemotherapy to a patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. The reported issue was not confirmed during the investigation. The investigation did include delivery accuracy testing and it was found that the device was within the published specification of +/-6%, but was over the control specification of +/-3%. The expulsor was trimmed to bring the pump's delivery into more nominal range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a new cassette was prepared from a different lot number, no further issues were experienced and infusion was completed.